Manufacturer narrative:
Batch review performed on 15-jul-2020: lot 1908263: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 07-jan-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fractures. There is no reason to suspect a faulty device.

Event description:
The patient came in reporting pain due to a fractured femur 1 month after the primary surgery. The surgeon cabled the fracture and revised the head and stem. The surgery was completed successfully.